Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that when taking the retainer off their molars doesn't come together the eye teeth and bicuspid on the right are preventing the molars from touching. The patient said they can't chew food, especially meat. The patient stated that they ended up mashing it a little and swallowing it mostly whole or spitting it out. The patient can't eat only soft food forever. The patient said wearing the retainers all day and night their molars are not settling back into place leaving a bigger gap than before. Also, their jaw is clicking a lot more than it used to on the right side.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.